Event description:
Reporter noted corneal burn occurred during procedure. Changed out unit to complete procedure. No intervention reported. Pt status reported as good.

Manufacturer narrative:
Customer was contacted regarding possible causes of thermal injuries. Determination of root cause: assessment: a company service rep checked system; found it met performance specifications. Conclusion: root cause of pt event could not be determined from this evaluation.